Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients left ventricular (lv) lead exhibited potential phrenic nerve stimulation. Reprogramming was completed and the lead remains in use. No further patient complications have been reported as a result of this event.